Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received with the downstream occlusion sensor (dso) seal bubble. Accuracy testing, inspection and a review of the event history log were conducted. The reported under delivery was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. While inspecting the dso sensor, the dso seal was found to be cracked. The event log showed multiple entries of downstream and upstream occlusion alarms confirming the cause of the reported issue. It was recommend that both faulty dso and upstream occlusion (uso) sensors be replaced.

Event description:
Information was received that a patient using the cadd administration sets - flow stop to receive parenteral nutrition did not receive the total volume programmed on more than one occasion. A different set of tubing was used to resolve the issue. There were no consequences on the patient as a result of this issue.